Event description:
N/a.

Manufacturer narrative:
Analysis: the v12 covered stent delivery system was not returned. An image of the device was provided. The image shows that the balloon had been separated from the catheter shaft at the junction of the proximal balloon bond. The catheter shaft just prior to the break has been necked down to a smaller diameter due to the amount of force that was applied during the attempted removal of the balloon back through the sheath. The balloon in the image is tapered as the proximal end of the balloon had presumably entered the introducer sheath. The distal end of the balloon is considerably larger indicating that there was still fluid in the balloon during the attempted removal of the device. The complaint details indicate that the balloon was allowed to deflate fully however it is not clear as to how long. The instructions for use specify to allow the balloon to deflate for 40 seconds prior to attempting to pull the deflated balloon back through the sheath. A full review of the catheter lot history records was performed. Below is an overview of the quality and performance criteria that every lot of v12 covered stent systems is tested to. This inspection requires that the catheter lot must pass the following: ¿ ability of the stent and delivery system to be passed through the labeled introducer sheath (6fr/7fr) depending on size. ¿ ability to deploy the stent at nominal pressure (8atm). ¿ ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. ¿ ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. ¿ balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). In addition to the final lot qualification testing there are multiple in-process inspections conducted that include the following: ¿ balloon hole skive dimensional verification. ¿ stent securement testing. ¿ proximal balloon weld tensile testing as detailed above. ¿ distal tip tensile testing. ¿ catheter leak check. A review of the proximal balloon bond to shaft tensile test data of 20 catheters from this production lot indicates that the minimum tensile force required to separate the catheter shaft from the balloon was 23.4 newtons (n). The requirement is a minimum of 15 n. This far exceeds the requirement. The instructions for use states ¿do not force passage or withdrawal of the guidewire or delivery system if resistance is encountered.¿. Conclusion: based on the investigation atrium medical corporation cannot conclude that the device was faulty. H3 other text : not returned.

Event description:
N/a.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
When removing the stent delivery device, found that part of it was missing (end with the balloon). It was removed by the surgeon.